Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient reported scanning in their transmitter ID, but did not get a connection for about 12 hours on smart device. Patient reported good connection and good readings at this time. No additional patient or event information is available.